Event description:
Customer reporting false positive flu b & sars result on one symptomatic patient. Customer states the patient was negative by pcr for flu & sars but was positive for human rhinovirus. Report 1 of 2 (sars result).

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.